Event description:
The baxter field service engineer noted an infusion pump with depleted batteries during biomed testing. The hospital representative stated that there were no reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 5, 2007. Evaluation summary:the condition of depleted batteries was confirmed. The device was evaluated at the customers facility in early 2007. The batteries we replaced due to potential damage. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.